Event description:
Therapist called to investigate loss of peep on the ventilator. Turning peep knob up did not increase the peep level. Checked pressure with an external manometer, same results. The infant placed back on ventilator and shortly after the peep was noted to be at 20 cmh20. Exhalation block inspected, circuit checked, the ventilator was pulled.